Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID 97745nt serial: (B)(6); product type: section d references the main component of the system. Other medical products in use during the event include: product ID 97755-s serial # (B)(6) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported the recharger is burning her when it hits 80% and sets her on fire and she has a red spot on her back and blister since 4-5 days ago. Patient stated he lost 6 -7 pounds and the implanted neurostimulator is getting hot when recharging. Patient services specialist asked patient to inspect the recharger for damage and patient said there is no visible damage but the inside of the paddle gets really hot. Patient service reviewed if the issue continue with ins getting hot to consult with hcp ofc for next steps. The issue was not resolved. An email was sent to the repair department to replace the rtm device. Pt called back in reporting that their controller would not reach 100% in recharge level even after the recharger had been replaced. The controller would just stop and say finished at 70%. Pt confirmed th ey had been waking the controller up and not letting it go into sleep mode. During the call agent walked pt through resetting the controller and then had the pt attempt to recharge, but allowing the controller to go into sleep mode. Pt confirmed the ins incremented up to 90% from 70%. Troubleshooting steps resolved the reported issue. Pt mentioned the recharger caused them blisters.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they are still having trouble with the unit charging. Patient will get to 80 (sometimes 90) and it stops to top number dropped to 90 and it will not charge unless they plug it back in for 2 hours and have to charge again. Patient asked if maybe they need all new parts except the paddle.

Event description:
Additional information was received from a patient (pt). The patient services (pss) made an outbound call per the patient's request to verify the status of their issue regarding the recharging issue. The patient stated they did not wish to pursue resolution any further because they are planning on have the implant removed/revised. Pt noted the issue is still ongoing but they can still get it to work sometimes.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.